Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site, the nozzle units were changed, but unfortunately been wasted. Evaluation of the received device logs shows that the matching event on february 21 during the time period 18:42 to 03:45 the day after, had several alarms for low o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Based on the device log evaluation our conclusion is that the problem was intermittent characteristic and that the event was likely caused by the nozzle units.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).